Event description:
It was reported that during an unknown procedure, the device could not fire at the first stroke of the first firing with the green reload. Another reload was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr45g reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a ple45a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The cut line was complete and the staples were noted to have the proper b-form shape. However 21 staple were noted to be missing from the staple line. No conclusion could be reached as to how the staples became missing, it might be possible that the staples became missing during handling or during transit. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.